Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the patient line became cracked. The customer changed the cartridge and was able to successfully resume insulin delivery. Customer's blood glucose level was 240 mg/dl.